Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display and damage. Customer's blood glucose at time of incident was unknown. Customer stated that she fell on the pump. Customer stated that there is crack and missing pieces on the lcd screen in the upper left corner extending to the battery compartment. Customer is having issue with display giving partial readings. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. No fading display, missing segments, partial display, or display anomalies noted. The pump passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. However, the pump was received with high stop/idle current due to a faulty lcd driver. The pump was monitored for several days and no partial display, missing segments, or display anomaly noted. The pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.